Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported one of the patient's lead had a few contacts with low impedances and the other lead had several contacts with high impedances. The patient has lost stimulation in the legs, but did receive situation in the back. Surgical intervention may take place to address the issue. Note: the patient received two leads with the same lot number.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's system was explanted on (B)(6) 2017. The abbott representative was notified nor attended the explant procedure.